Event description:
It was reported that on an unknown date, the clamp was involved in an incident with patient injury. No other information was provided. Additional information has been requested but to date, no information has been received from the customer.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.